Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette not properly attached error. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Review of event log found error cassette not attached properly. No relevant service records were found. Visual and functional testing was performed. Confirmed reported complaint by performing visual and functional tests. Found downstream occlusion (dso) seal is lifting off dso bezel which is causing the cassette not attached properly error. Replaced dso seal. Also replaced battery door. Updated software. Device passed all testing after repairs.